Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper and thorough investigation to confirm the alleged defect reported and determine a root cause, it is necessary to evaluate the sample involved in this complaint. Root cause is unknown. No corrective action can be established at this time. If the device sample becomes available at a later date this complaint will be updated accordingly.

Event description:
Customer complaint alleges "low water alert activated on the heater even though the water bottle was full. It took a very hard squeeze to get flow started and into the column. Within an hour the alarm appeared again. The column was then removed, and emptied. It contained barely an ounce." Alleged event reported as occurred during use. It was reported there was no patient injury or consequence. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. In order to validate water flow in the column the check valve disc checks were by-passed for the initial test. The column was placed in a neptune heater (425-00), then the top column tube and the lower column tube were connected to a hudson 1650 ml water bottle (381-50). After connecting the column tubes to the water bottle, the bottle was immediately suspended onto the side of the neptune via the metal bottle bracket. Without manual priming, or external air pressure, the water level begin to rise in the column. Per design, the water level rose to the internal level sensing tube and stopped. The column was removed, water was drained from column and the complete test was performed again with the same results: the water rose to the level sensing tube. This phase of the testing confirms water was flowing into the column. A check valve test was then performed. The check valve discs for the conchasmart demonstrated that all three valves would move as the column valves were turned from one side to the other showing the discs themselves were free to move. A syringe was connected to the upper tube to push and pull upper check valves. (Con't) other remarks: both upper valves moved back and forth freely with no impedance. The same syringe setup was used to confirm the proper operation of the lower check valve. A column/bottle test was also performed in which the returned column was connected to a concha water bottle in the correct position. Both upper and lower tubes were punctured into the concha water bottle. The conchasmart column filled to the bottom of level sensing tube and stopped as expected. The column was then connected to a 2414 comfort flo circuit with a 2411-04 neonate cannula. Using 3lpm of air flow with no problems, the air flow was disconnected from the cannula with no water level increase into the circuit. The airflow was reconnected to the infant cannula at 3lpm. The nasal nare was occluded allowing the pressure to build in the bottle until the comfort flo relief valve (also returned with the sample) actuated representing the worst case back pressure for the system. The airflow was disconnected again allowing the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. To ensure the correct operation of the column, a small amount of water was poured into the column and then the column was inserted into a neptune heater. The neptune heater was all owed to heat up. After approximately 3-4 minutes the low water indicator lamp came on which confirmed the column low water float system was functional. The column was lifted out of the neptune and the lower water indicator lamp went out. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint alleges "low water alert activated on the heater even though the water bottle was full. It took a very hard squeeze to get flow started and into the column. Within an hour the alarm appeared again. The column was then removed, and emptied. It contained barely an ounce." Alleged event reported as occurred during use. It was reported there was no patient injury or consequence. Patient condition reported as "fine".